Event description:
It was reported that an ilet user experienced sustained hyperglycemia despite multiple infusion site changes, with a highest blood glucose of 498 mg/dl, and later discovered the pump cartridge was empty; the user disconnected overnight, administered manual insulin injections as back-up therapy, completed a full supply change the next morning, and then resumed pump therapy without further issues. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary interruption of pump use, self-management with manual injections, and no medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding infusion set function, cartridge volume, and supply replacement, with review of alerts indicating prolonged high glucose. Investigation of this case revealed use-related depletion of the insulin cartridge associated with high glucose alerts, with no ongoing device performance issue after cartridge replacement and supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.